Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that three tibial articular surface provisional fractured. All pieces were returned.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device will be investigated on medwatch # 0001822565-2017-07241. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.